Manufacturer narrative:
(B)(4) (importer) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer). Exemption number: e2014012 manufacturing site evaluation: evaluation on-going h3 other text: device not returned.

Event description:
Country of complaint: spain. During a surgery, the needle was detached from the thread and the needle was missing.

Manufacturer narrative:
Samples received: 19 unopened racepacks of the batch 115285 and 1 empty racepack of the batch 114045. Analysis and results: there are no previous complaints of any of the two possible code-batches involved. Manufactured and distributed (B)(4) units of the batch 114045 and (B)(4) units of the batch 115285. There are no units in stock of any of them. Received one empty pack of the batch 114045 and 19 closed samples of the batch 115285. Concerning the batch 114045, without any closed sample an analysis cannot be carried in order to make a decision. Tested the needle attachment of the samples received of the batch 115285, and the results fulfil the requirements of the OEM. Reviewed the batch manufacturing record, these products had a normal process and the results during the process fulfill the OEM requirements. Final conclusion: although the results of the samples received of the batch 115285 fulfill the specifications of OEM, note is taken of this incidence in order to assess if new or additional actions are needed. In spite of receiving an empty pack of the batch 114045, without closed samples a suitable analysis cannot be performed. Nevertheless, we take note of this incidence and if any closed sample is received of this batch in the future, the case will be re-opened and analyzed. Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to take actions in distributed product. The customer will receive a credit note for one box of product as a quality courtesy for the units sent. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.